Event description:
It was reported that the nurse¿s handheld device froze on the interrogation screen and displayed a memory error message. The nurse performed hard reset but the issues were not resolved. The handheld device was fully charged and there were no previous issues with the device. The handheld device has not been returned to the manufacturer to date.

Event description:
The handheld device was returned to the manufacturer for analysis. During the analysis, it was identified that the handheld would not power on. The cause for the identified anomaly is associated with a missing battery cover. Once a known good battery cover was installed, the handheld performed according to functional specifications. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device manufacture date, corrected data: the initial manufacturer report provided a device manufacture date that was incorrect.